Event description:
The customer states that one of the operators of the abbott accelerator aps (inpeco system) had lifted the perspex hood in order to retrieve a sample tube that had fallen from the sample arm onto the conveyor track. While in the process of retrieving the sample tube, the hood fell back onto the operator's head. The operator was seen by the hospitals casualty department and has had several follow-up appointments with her personal physician and the hospital's occupational health department. The operator was on medical leave for six weeks following the event. The hospital also reported the event to the facility of another country, under the reporting of injuries, diseases and dangerous occurrences regulations, 1995 (riddor).

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.